Event description:
The vessel loop was used during a procedure, then it was broken and the customer claimed that the vessel loop was not visible during x-ray, no patient injury and no medical intervention.